Event description:
It was reported that the insulin pump alarmed motor error right after a set change during a bolus attempt. The caller did not know the blood glucose reading. The caller stated that the device had neither been dropped nor exposed to magnetic fields. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.